Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. Needle blocked.

Event description:
It was reported that the unspecified bd pen needle was unable to deliver insulin/medication. The following information was provided by the initial reporter: material no: unknown; batch no: unknown; needle blocked.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-20 . H6: investigation summary: customer returned one (1) used 32g x 4mm bd pen needle without a cover or tear drop label attached. Consumer reported needle blocked. The returned pen needle was examined, then tested for flow using a test pen injector: the returned pen needle was not able to expel properly. A wire test was then performed on this sample: the wire passed through the cannula, however, there was a small, clear residue observed at the tip of the wire after being through the cannula. Under the microscope the residue was identified as residual silicone from the manufacturing process. Unable to perform a DHR review due to an unknown lot number. Bd was able to duplicate or confirm the customer¿s indicated failure (clog). The possible root cause for this issue: some residual silicone from the manufacturing lubrication process could be the cause for slight blockage of the flow. H3 other text : see h.10.